Event description:
Nellcor puritan bennett received information stating that a patient expired while on ventilator. Npb's customer service engineer inspected the device, and found that unit was working according to device specifications.

Manufacturer narrative:
Npb attempted to try and retrieve further event information. Ventilators alarm logs indicate that unit alarmed multiple times, during the reported time frame.